Event description:
It was reported that during initial implant, the stylet could not be removed from the lead. The lead was removed and replaced. There were no adverse consequences.

Manufacturer narrative:
The reported event of unable to remove the stylet from the lead was confirmed. The reported event was isolated to the stripped lining of the stylet.